Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured in section as the customer's weight was not provided.

Event description:
An advocate called on behalf of the customer to report that they obtained blood glucose readings of 245 mg/dl at 11:26 a.m. On the contour next ez meter and 121 mg/dl at 11:28 a.m. On the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips from lot # 0epeg04b for evaluation. There were only two strips remaining in the vial of the returned test strips. Therefore, the in-house contour next test strips from lot # 0epeg04b were also used for testing. The suspected contour next meter was not returned for evaluation. Therefore, an in-house contour next meter was tested with a returned test strip and in-house test strips using a blood sample, which gave a satisfactory performance. Additionally, the returned meter was tested with a returned test strip and in-house test strips using a blood sample, which gave a satisfactory performance.